Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device did not turn on using battery but powered on using ac. When powered on the screen doesn't illuminate and there is a 6 blink watchdog error indicated by the power button, the device is unable to take any measurements and powers off. Internal inspection showed pogo pins on the system circuit board are stiff. The j1 connector on the core board was observed to have been damaged causing a loose connection between the core board and system board leading to a service watchdog alarm. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the unit powers off during use. No patient impact or consequences were reported.